Event description:
Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. There was no patient involvement. The rse evaluated the device remotely. It was determined that the user did not perform the operational test correctly, the user was instructed how to properly run the test. The device works normally, and no malfunction was observed. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.